Event description:
It was reported the device initially turns on, then it turns off a few seconds later. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display screw was not fully tightened and caused a short against the main printed circuit board. It was also noted that the upper and lower cases were broken, the battery release was contaminated, both bail covers were broken, the ring cover was broken, one case screw was missing, the lead flex cover was contaminated, the battery contacts were compressed, the battery drawer was broken, the keyboard was scratched and stained, both heart lead flex connectors were broken, and the serial number label was missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.